Event description:
.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Subject device has not been received. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.